Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient underwent endotracheal intubation and ventilator assisted breathing due to acute respiratory failure. When the air bag was inflated after successful intubation, the air bag fell off and could not be inflated. Forced to pull out the endotracheal intubation, replace it with a new intubation and operate again.